Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
Davol sales rep. Reports that the patient underwent a recurrent hernia repair procedure during which the previously implanted mesh was removed. The patient and surgeon requested the mesh to be evaluated.